Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was able to be passed through a c315 catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was lead placement difficulty on the right atrial (ra) lead during implant. It was noted that the shape of the catheter did not meet expectations. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.